Event description:
After finishing a turp, the physician removed the inner sheath and working element from the pt. Allegedly, the outer sheath broke at the meatus washer and migrated to the pt's bladder. The physician used a cystoscope and rigid graspers to retrieve the sheath, but the graspers broke. Reportedly, the physician then resorted to an open procedure to remove the outer sheath from the pt.